Event description:
The event is reported as: complaint description: "the hospital complained that the stapler jammed during use. The event caused no harm to the patient." No patient injury reported. Patient current condition is fine.

Manufacturer narrative:
A device history record (DHR) review coul not be conducted since the lot number was not provided.